Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue; battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: review of the black box data and alarm history revealed frequent records of low battery warnings and replace battery alarms. There was no data in the black box from the time of the alleged complaint; data had been overwritten due to continued use. Damage to the pump was confirmed; the battery compartment was cracked along the side of the pump. The electrical current draws were evaluated and determined to be within the required specifications. Investigation did not duplicate the alleged battery life issue. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.